Event description:
Boston scientific received information that this left ventricular (lv) lead had high out-of-range pacing impedance and threshold measurements. An x-ray revealed a lead fracture near the suture sleeve. The patient is pacemaker dependent; however, there were no adverse patient effects were reported. Surgical intervention is pending.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Additional information received confirms that the lead was explanted and replaced without incident. The lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.